Event description:
Healthcare professional reported " left side: intracapsular rupture" via MRI and ¿scattered simple cysts¿measuring up to 1.0cm- not device related" the device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4, h.5.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/13/2024.

Event description:
Healthcare professional reported " left side: intracapsular rupture" via MRI and¿ scattered simple cyst. Measuring up to 1.0cm- not device related" the device remains implanted.

Event description:
Healthcare professional reported " left side: intracapsular rupture" via MRI and ¿scattered simple cysts¿measuring up to 1.0cm- not device related" the device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.